Event description:
It was reported that the insulin pump alarmed button error. The customer had issues with the insulin pump's buttons. The customer had to press down extremely hard for a bolus to deliver. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.